Event description:
It was reported that a patient experienced an unknown alarm. This event occurred during peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported issue of an unknown alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the unknown alarm was not provided. Should additional relevant information become available, a supplemental report will be submitted.